Event description:
It was reported, the manufacturing representative was unable to restart the implantable neurostimulator (ins) and that the ins only needed to be replaced. It was noted the patient had an appointment with physician to replace current ins on (B)(6) 2013. It was noted, the patient had numerous medical procedures unrelated to ins or therapy and had to constantly turn ins on/off for procedures. It was stated, the patient had colposcopy in (B)(6), which was when the ins was dead/off during this time, major surgery on intestine in (B)(6) 2013 and minor surgery (B)(6) 2013. It was further reported the ins ¿going dead¿ may have been from turning ins on/off constantly.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger. (B)(4).

Event description:
Additional information received reported the battery was replaced on the day of report. It was reported the impedances were all within normal limits and they were able to get adequate coverage with stimulation in post op before the patient left the hospital. It was noted the hospital retained the device and the patient was going to keep up with recharging "from then on".

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient was going in for a replacement the upcoming tuesday following the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the device was implanted and out of service. It was noted the device was going to be replaced in the future. It was logged there was a por that occurred and it was not successfully cleared. It was reported the replacement was scheduled for 2013-dec-04. It was also logged the product issue was not resolved and the cause was not determined. It was reported the device would be returned. It was then reported there was no alleged product issue and there were no actions required as a result of the event and no diagnostic testing or troubleshooting was performed. It was then reported the manufacturer representative (rep) performed a por without a response from the neurostimulator. It was reported the patient's recharger performed a por and it seemed like recharging had been an issue with the patient. It was reported the patient status at the time of the report was alive with no injury. It was then clarified that nothing happened to the patient, the rep performed a por without a response from the ins.

Event description:
A week and a half later it was reported the patient had not had her replacement yet.